Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified intraperitoneal (ip) antibiotics (doses and frequencies were not reported). It was reported that the peritonitis event was ongoing even after the treatment with ip antibiotics (no further details provided). On an unreported date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. No further details provided regarding whether the patient was hospitalized for the event or regarding the patient¿s outcome. No additional information is available.